Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one of the instrument blades to be broken off at the cross-section of the grip cable crimp. The broken blade was returned and it was observed that the break plane of the blade is not totally flat, as there are a couple of changes in elevation along with a crack at the crimp pocket. Both blades show signs of pitting on the non-cutting edge, indicating possible corrosion. Per the case notes, the broken piece was successfully retrieved from the pt.

Event description:
It was reported that during a prostatectomy procedure the tip of the monopolar curved scissors instrument broke off and fell into the patient. The component was retrieved and the instrument was exchanged with an instrument of the same type to successfully complete the procedure without significant delay. No patient harm, adverse outcome or injury was reported.